Event description:
It was reported an issue with optilene suture. The client reported that optilene suture tore during various operations while knotting. Sometimes the thread detached from the needle in the reinforcement zone after tissue penetration. Users are very familiar with the suture. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 3 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: - needle attachment strength results conducted on the closed samples received are 0.26 kgf in average and 0.212 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). - knot pull tensile strength results conducted on the closed samples received are 0.41 kgf in average and 0.40 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.